Event description:
It was reported that the procedure was to treat peripheral artery disease in the left leg in the peroneal, anterior tibial, popliteal arteries and left superficial femoral chronic total occlusion (cto). During the intervention on the peroneal artery, after predilatation of the cto lesion with the 3.0x80mm armada balloon catheter a significant av fistula (perforation) was observed from the peroneal artery. A 5.0x100 mm fox balloon catheter was used for long inflations to seal the perforation; however, this made it worse. The patient was already having critical limb ischemia, therefore, a 4.0x26 mm graftmaster stent was deployed over the perforation at 14 atmospheres. After deployment of the graftmaster stent, a distal edge dissection was observed which was treated successfully with a 3.5x38 mm xience drug eluting stent. The stents and the overlap were post-dilatated with the stent balloon. The procedure continued on successfully without any further procedural issues. Post angiogram showed successful lower limb vascular reconstruction with excellent flow. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: supracore, pilot 150, pilot 50, 0.035 j wire, angled glidewire, balance middleweight; guide catheter: 6fr mpa 1, 6 fr jr 4.0, 6 fr im, 4fr angled glide catheter; sheath: 6fr destination; other: 5fr viance crossing catheter, 6fr export ap. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of dissection, as listed in the coronary stent graft system, graftmaster rx instructions for use, is a known patient effect that may be associated with coronary stenting. In this case, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The two other devices referenced are being filed under a separate medwatch MFR number.